Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-mar-2025, a user posted on social media alleging multiple adverse events related to the ilet system. The user reported experiencing three separate emergencies, which they attributed to the system acting on inaccurate continuous glucose monitor (cgm) readings despite manual blood glucose (bg) entries. Multiple attempts to contact the user were unsuccessful, and no additional information is available.